Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), hypersensitivity ("allergy"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity and bladder disorder had resolved and the dysmenorrhoea, psychological trauma and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events : abdominal pain , dysmenorrhea (cramping), general. Abnormal. Bleeding, psych injury were added. Events outcome pain, bleeding, allergy, bladder /urinary resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included back pain, muscular pain and heart murmur. Concurrent conditions included body mass index normal and adnexa uteri tenderness. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), norethisterone (micronor) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2012, the patient had essure inserted. In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anguish"), migraine ("migraines/ headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and injury ("all the trauma our bodies go through"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity and bladder disorder had resolved and the dysmenorrhoea, depression, urinary tract disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased and injury outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, injury, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: new event 'trauma nos' was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included back pain, muscular pain, heart murmur, cervicitis and adenomyosis. Concurrent conditions included body mass index normal and adnexa uteri tenderness. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), norethisterone (micronor) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anguish"), migraine ("migraines/ headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy / skin rash"), bladder disorder ("bladder problem"), urinary tract infection ("urinary problem: uti"), injury ("all the trauma our bodies go through") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dermatitis allergic and bladder disorder had resolved and the dysmenorrhoea, depression, urinary tract infection, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, injury and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, injury, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pain , bleeding and psychological. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received. Reporter's information added. Medical history were added. Event adenomyosis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included back pain, muscular pain, heart murmur, cervicitis and adenomyosis. Concurrent conditions included body mass index normal and adnexa uteri tenderness. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), norethisterone (micronor) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anguish"), migraine ("migraines/ headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy / skin rash"), bladder disorder ("bladder problem"), urinary tract infection ("urinary problem: uti"), injury ("all the trauma our bodies go through") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dermatitis allergic and bladder disorder had resolved and the dysmenorrhoea, depression, urinary tract infection, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, injury and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, injury, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pain , bleeding and psychological diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc, updated imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included back pain, muscular pain and heart murmur. Concurrent conditions included body mass index normal and adnexa uteri tenderness. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), norethisterone (micronor) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anguish"), migraine ("migraines/ headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), rash ("allergy / skin rash"), bladder disorder ("bladder problem"), urinary tract infection ("urinary problem: uti") and injury ("all the trauma our bodies go through"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, rash and bladder disorder had resolved and the dysmenorrhoea, depression, urinary tract infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased and injury outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, injury, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pain , bleeding and psychological . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event "hypersensitivity was change to rash " and urinary problem updated to uti. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included back pain, muscular pain and heart murmur. Concurrent conditions included body mass index normal and adnexa uteri tenderness. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), norethisterone (micronor) and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anguish"), migraine ("migraines/ headaches"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity and bladder disorder had resolved and the dysmenorrhoea, depression, urinary tract disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs+mr received. New events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse),psychological or psychiatric problems condition: mental anguish, migraines/ headaches, nausea, dyspareunia (painful sexual intercourse),vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, did you undergo an essure confirmation test: no were added. Psych injury updated to psychological or psychiatric problems condition: depression. New reporters, plaintiffs information added. Concomitant conditions, drugs added. Past medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.